Event description:
It was reported that a smiths medical pump has damaged syringe holder. Medication: remodulin. Indication: pulmonary arterial hypertension. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b5: upon review of the complaint form on 23-aug-2022, it was determined that the correct serial number (sn) is (B)(6). Updated sn from (B)(6). H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned however the pumps operators manual states if the pump is dropped, hit or damaged it may not work properly. The pump would need to be returned for functional and delivery tests. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, we will reopen this complaint for further investigation. A DHR (device history review) was not conducted, based upon review of the information provided by the customer and age of the pump, as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device, corrected data: d4: correction: model number: 7400 h4: correction: device manufacturing date: 22-jun-2016.